Manufacturer narrative:
Pr (B)(4). - follow up MDR for correction. Following the submission of the initial MDR, it was determined that the reported event should not have reported to the FDA as it is not likely to cause or contribute to a serious injury or death and no adverse event was reported. A new decision tree has been run and the event is not reportable.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash patient problem code: f26 ¿ no health consequences or impact

Event description:
We've had one of our drugs leak into the expansion chamber. It's still contained but we wanted to confirm if this is considered a device failure, and if it is still safe to use in this state.